Event description:
The product was used during a vats procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the staple line. The hospital has reported the pt's condition as satisfactory.